Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019.

Event description:
The customer reported that the ventilator's primary audio alarm failed and that the blower is not running. There was no patient or user involvement.

Event description:
The customer reported that the ventilator's primary audio alarm failed and that the blower is not running. There was no patient or user involvement.

Manufacturer narrative:
MFR received date: 17 sep 2019. Technical support advised the customer to replace the alarm speaker assembly and the blower. The customer reported that replacing the speaker assembly resolved the primary alarm failure, however, the blower is still not running after replacing it. The customer is looking to replace the mc pcba (motor controller printed circuit board) in order to address this problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Rec'd by MFR: 06dec2019. The customer did not respond to multiple attempts to confirm the resolution of the blower failure. No repair information could be obtained. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.